Event description:
The manufacturer received information alleging a "ventilator inoperative" alarm occurred when ventilation restarted after switching the trilogy evo, japan device to standby state due to suction while in patient use. There was no patient harm or injury reported with this notification. The patient is able to remove the device during day. The trilogy evo, japan ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An evt_mach_flow_drift_high "ventilator inoperative" error indicating that the amount of fluctuation in the flow sensor deviated from the standard was duplicated. A corrective action was performed and then the issue was resolved. Additionally, the device's flow sensor was also replaced to prevent recurrence as a precaution. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).